Event description:
It was reported that this lead was an attempted implant. During the procedure loss of capture (loc) was noted, fluoroscopy was performed and it was observed that the lead had a fracture. No adverse patient effects were reported. This lead has not been returned.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. At this time, no further information is available. Should additional information become available this report will be updated.